Event description:
It was reported that the device failed to terminate a fast ventricular tachycardia (fvt) episode via anti-tachycardia pacing (atp). The device settings were reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other products: 5076-52 crdm non-defib lead implanted: 2004 (B)(6). (B)(4).